Manufacturer narrative:
Visual inspection performed by r&d project manager. The spring ball plunger is came apart as described in the complaint. It is possible this occurrence was influenced by variation in production/assembly however this cannot be confirmed. Evaluation of the solution on going. The analysis was done on (B)(6) 2019.

Manufacturer narrative:
Batch review performed on 24 september 2019: lot 1551328: (B)(4) items manufactured and released on 18-july-2016. No anomalies found related to the problem. To date another similar event reported on this batch. Preliminary investigation performed by r&d project manager: the spring ball plunger is came apart as described in the complaint. It is possible this occurrence was influenced by variation in production/assembly however this cannot be confirmed.

Event description:
The instrument ball and spring mechanism popped out during surgery. No patient/user harm, the surgery was completed successfully.